Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl via an implantable pump for unknown indications for use. It was reported that the pump was previously helpful but now they had increased pain. An increase in sc fentanyl by 100mcg was made. Additional information received from the healthcare provider via a clinical study indicated that the patient denied much relief. The addition of hydromorphone by 0.2mg was made.additional information received from the healthcare provider via a clinical study indicated that the patient missed their last refill and the pump ran dry. Therapy was restarted at 200mcg sc fentanyl.